Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the pump puts itself into the wrong basal profile when the battery is changed in the pump; battery is not out for more than a few minutes each time. No adverse event reported. Requested return of the alleged device for evaluation.